Manufacturer narrative:
Smith medical asd, inc. Is unable to verify this report as no lot number or samples were provided for evaluation. This issue is currently under review with out supplier and upon their report a follow-up report will be submitted.

Event description:
The user facility reported one event of the needle separating from the snap connection of the holder when the tube is removed from the holder. No blood exposure reported.